Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's concurrent conditions included mthfr gene mutation. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/heavy menses"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). In 2008, the patient experienced palpitations ("heart palpitations"), anaemia ("anemia"), coagulopathy ("blood clotting disorder") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), anxiety ("anxiety"), dizziness ("dizziness"), hypersensitivity ("allergic reactions"), mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia(painful sexual intercourse),"), ear pain ("painful ears"), ear discomfort ("burning ears"), breast pain ("breast pain"), vulvovaginal pain ("vaginal pain") and arthralgia ("pain in joints"). The patient was treated with ibuprofen, iron and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, alopecia, weight increased, anxiety, dizziness, hypersensitivity, migraine, fatigue, mood swings, hot flush, night sweats, female sexual dysfunction, headache, palpitations, anaemia, coagulopathy, tooth disorder, dyspareunia, ear pain, ear discomfort, back pain, abdominal pain lower, abdominal pain, breast pain, vulvovaginal pain and arthralgia outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, back pain, breast pain, coagulopathy, dizziness, dysmenorrhoea, dyspareunia, ear discomfort, ear pain, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, night sweats, palpitations, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received- new events mood swings, night sweats, hot flashes, apareunia (inability to have sexual intercourse), headaches, anemia, blood clotting disorder, heart palpitations, dental problems, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), burning ears, painful ears, abdominal pain, back pain, lower abdominal pain, vaginal pain, breast pain, pain in joints, did not underwent for essure confirmation test were added. Event abnormal bleeding updated to abnormal bleeding (vaginal, menorrhagia). New reporter, patient information, treatment drug and medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), anxiety ("anxiety"), dizziness ("dizziness"), hypersensitivity ("allergic reactions"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, anxiety, dizziness, hypersensitivity, migraine and fatigue outcome was unknown. The reporter considered alopecia, anxiety, dizziness, fatigue, genital haemorrhage, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.